Manufacturer narrative:
Concomitant medical products: 553445 lead, implanted: (B)(4) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and variable thresholds. Increasing impedance that had risen to high was also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted that the lead had fractured.